Event description:
A patient underwent an abdominal hysterectomy. In the post-op period the wound continued to ooze. Several hours later the surgeon had to remove the staples and sew the wound. The surgeon felt the staples were not holding edges tight enough. Hemoglobin 15 pre-op dropped to 11 post-op